Manufacturer narrative:
Product event summary: the device has not been returned, however, analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4074, implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) showed a battery voltage at elective replacement indicator (eri) and then later the ipg showed a battery voltage higher than previous reading. Additional monitoring was recommended and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.